Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 pt was brought in for dft testing. Shock was successful. Will continue to monitor lead and noise. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise on hmsc. Rv sensing amplitude has trended down slightly in the last year. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.